Event description:
Reportedly, after the smartview upgrade to version 3.14, an error message appears when switching on the programmer or when interrogating a pacemaker: "microsoft security client: an error has occurred in the program during the installation. If this problem continues, please contact your system administrator. Error code: 0x80070426"

Manufacturer narrative:
The analysis of the returned subject smarttouch tablet confirmed the reported issue. During the analysis of the returned smarttouch tablet: - the message disappeared on its own without any actions or appeared during the initialization of the tablet or when closing a programmer session. - the tablet functioned normally. This message may appear before and/or after the update of a tablet to a newer smartview version and does not impact the user session. The subject smarttouch tablet will follow the normal repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field. No general malfunction is suspected on the subject smarttouch tablet.

Event description:
Reportedly, after the smartview upgrade to version 3.14, an error message appears when switching on the programmer or when interrogating a pacemaker: "microsoft security client: an error has occurred in the program during the installation. If this problem continues, please contact your system administrator. Error code: 0x80070426"